Manufacturer narrative:
The changes are as follows: this complaint MFR#(B)(4) is a duplicate of MFR# (B)(4) . Please consider this MDR canceled. H3 other text : see. H.10

Event description:
It was reported that a needle break occurred during use with a pn 31x8 france 100bx. The following information was provided by the initial reporter, "a patient brought him a needle box of ref: 325108 lot number: 8107748 in which there is still 10 sheaths of needles. The patient had 2 problems with these needles: 1 twisted, 1 broke and the tip remained stuck in her leg."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle break occurred during use with a pn 31x8 france 100bx. The following information was provided by the initial reporter, "a patient brought him a needle box of ref: (B)(4), lot number: 8107748 in which there is still 10 sheaths of needles. The patient had 2 problems with these needles: 1 twisted, 1 broke and the tip remained stuck in her leg."